Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. Additionally, to provide information received through follow up. Additional information received confirms no anti-fog agent to the scope lens and surgical lub is put on the tip of the scope. The user and doctor inspected the distal cover after placing it on to the scope before use. The user and the doctor attached the distal cover to the scope and then pull or twist the cover to make sure it does not come off. The distal cover was pushed firmly until the hook shown in the attached image of the distal ring were fully visible within the distal cover opening. -reconfirmation of complaint event since the actual product has not been returned, it is not possible to confirm the reconfirmation using the actual product. -operation confirmation olympus confirmed the operation by following the pre-use inspection procedure in section 9.3 of the instruction manual using product of the same structure owned by the hinode factory. As a result, it was confirmed that the distal cover did not come off from the tip of the endoscope. (Lot used for confirmation: h2831) -type test when design changes, olympus evaluate the quality of the design change product and verify that "the distal cover does not come off from the tip of the endoscope during use." -supplier investigation the parts supplier performs a sampling inspection on 3 parts for each production lot. After attaching the distal cover, push and pull loads are applied to the distal cover to confirm that there is no damage such as tearing or chipping, displacement of the attachment position, or drop off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the phenomenon is likely due to the handling of the user. It is possible the event occurred due to the following: -the distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. However, the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: -see attachment procedure and warning column in 9.3 "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
Reports are being submitted on the scope and distal end cover. Please refer to the following reports: patient identifier of (B)(6) is related to model number: maj-2315, lot number: h2906. Patient identifier of (B)(6) is related to model number: tjf-q190v, serial number: unknown. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the single use distal cover of the evis exera iii duodenovideoscope fell inside the patient's mouth during a therapeutic endoscopic retrograde cholangiopancreatography procedure. The doctor reached into the mouth to retrieve the cover. The procedure was not delayed and sedation was not extended. There was no reported patient harm or impact due to this event.